Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of unknown black contamination (dust like), very small hairs and slight black contamination consistent with keratin in the air input of the blower box, below the filter sits and air outlet of the blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown black contaminants, some black hairs, unknown white dust and very light white marks in the inside of humidifier box and heater plate. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with black particles, dust, hair objects and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.